Event description:
As reported, the patient had an initial tha on an unknown date. The patient is pending revision surgery; reason unknown. No further information provided.

Manufacturer narrative:
H2: it was reported that the patient underwent a knee replacement surgery on an unknown date. The implanted devices included an optetrak cr tibial insert. The patient¿s insert was revised on an unknown date. The reason for revision was not provided. Additionally, the device was not returned for evaluation, and images or radiographs were not provided. Per IFU information: device specific risks include fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Flexion contracture/varus valgus deformity. Osteolysis. Unintended bone fractures. Decreased range of motion. Infection. Instability is a known complication following total joint replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g., clicking) as this may indicate positional changes in the implant that could lead to premature failure. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Bone quality must be considered to ensure that the prostheses does not subside or migrate; fracture of host bone should also be considered. As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? The top five reasons for total knee arthroplasty account for approximately 85% of the reasons that drive revision/surgical intervention. The failure mechanisms are as follows: 39.9% for loosening; 27.4% for infection; 7.35% for instability; 4.7% for periprosthetic fracture; and 4.5 % for arthrofibrosis. In early revisions (less than two years) infection was found to be the most common failure mechanism and late revisions show aseptic loosening as the most common reason. From: sharkey, p. L. (2014s, september). Why are total knee arthroplasties failing today¿has anything changed after 10 years? The journal of arthroplasty, 29. Conclusion: the cause of the patient¿s revision surgery as related to the devices cannot be conclusively determined based on the available information. These devices are used for treatment, not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, h6. MDR section codes updated/corrected: a, e d6a/d6b: implant/explant dates unknown. The reason for the pending revision reported in cannot be determined or confirmed since the devices were not available for evaluation, and no event description, patient information, images, or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The surgery has been postponed by the patient; reason unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, g4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.